Manufacturer narrative:
Product analysis: analysis was able to confirm that the output connector assembly was broken. Analysis also noted that the hanger assembly was missing, hanger o-ring and hanger screw were missing, the battery drawer was cracked, and the shorting bar was contaminated. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ventricular port on the external pulse generator (epg) was broken and the atrial port looked like it might be cracked. The epg was returned for service. There was no patient involvement.